Event description:
It was reported that the patient had a catheter that was left in for too long resulting in erosion with an artificial urinary sphincter (aus). The patient experienced pain and blood in urine leading to the procedure, however the physician did not believe the device caused or contributed to the erosion. A revision surgery was performed in which it was noted that the aus had eroded through the urethra. The existing cuff was explanted and the remaining tubbing was plugged using a deactivation kit to allow the patient to heal. The other components remained implanted. There were no device malfunctions associated with the explanted device. The patient did not experience any further adverse events or complications and was said to be healing after the procedure.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery. The patient had a catheter that was left in for too long resulting in erosion. During the procedure it was noted that the aus eroded through the urethra. The cuff was explanted and the tubing was plugged using a deactivation kit to allow the patient to heal. The other components remained implanted. The patient did not experience any further complications. It was further reported that the patient experienced pain and blood in urine leading to the procedure, however the physician did not believe the device caused or contributed to the erosion. There were no device malfunctions associated with the explanted device. The patient did not experience any further adverse events or complications and was said to be healing after the procedure.